Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over (8) years since the subject device was manufactured. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was. Although olympus confirmed foreign material remained in nozzle of the distal end section, suction channel of the control section and in the instrument channel of the insertion section. It was unknown whether reprocessing was practiced in accordance with instructions for use. The foreign material residue points were confirmed to be free from deformation. The subject events can be detected and prevented by implementation in accordance with the below instructions for use. Instructions for evis lucera gif type 260 series, operation manual, chapter 3 ¿preparation and inspection¿ describes how to detect the subject events. Instructions for evis lucera gif type 260 series, reprocessing manual, chapter 3 ¿cleaning, disinfection, and sterilization procedures¿ describes how to prevent the subject events. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the evis lucera gastrointestinal videoscope exhibited foreign objects that came out of the suction tube, forceps channel and out of the tip of the nozzle. There were no reports of patient involvement.